Manufacturer narrative:
The initial MDR was submitted with a 510k number but this device is pre-amendment and does not have a 510k associated with it.

Manufacturer narrative:
(B)(6). Results: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for poor barrier separation with the incident lot was not observed. Additionally, a review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the after centrifugation, cells in the bd vacutainer® cpt tubes were not separated as they should, even the gel seemed to be altered. It was not easy to separate plasma and platelets/cells. No serious injury or medical intervention reported.